Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm and the pumps serial number was worn off. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 04/21/2025 16:44:12.000, 04/21/2025 18:18:20.000, 04/21/2025 21:07:25.000, 04/21/2025 21:27:57.000 during bolus. No unexpected no delivery alarms, prime/fill anomalies were noted during testing. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, pump passed all testing required. No delivery alarms not confirmed. Label damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.